Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date the incident occurred is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The customer reported being unable to test due a frozen display issue with an adc device. The customer further reported experiencing symptoms described as "high glucose levels" and was unable to self-treat. The customer was admitted to the hospital and had contact with a healthcare professional who provided unspecified (dose/type) insulin and IV drip as treatment for the diagnosis of hyperglycemia. No further information was provided. There was no report of death or permanent impairment associated with this event.

Event description:
The customer reported being unable to test due a frozen display issue with an adc device. The customer further reported experiencing symptoms described as "high glucose levels" and was unable to self-treat. The customer was admitted to the hospital and had contact with a healthcare professional who provided unspecified (dose/type) insulin and IV drip as treatment for the diagnosis of hyperglycemia. No further information was provided. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The returned meter was investigated with retained test strips. Visual inspection has been performed on returned meter. No issues observed. Meter powered on with button depression and test strip insertion. No new issues were observed. Blank screen was not observed. Unknown or unspecified display issue was not observed. Issue is not confirmed. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the freestyle freedom lite meter were reviewed and the dhrs showed the freestyle freedom lite meter passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.